Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an elective stent procedure to the proximal right coronary artery via the right groin. The patient's blood pressure was reported to stay consistent through the entire procedure at 125/76. At the time of close a fluoroscopy shot was done and the stick was noted to be "high". The physicion went ahead and closed successfully with the closer s. The patient was reported to be moving over to the bed from the catheterization lab table when they began complaining of shortness of breath. The staff at this time could not obtain a blood pressure or any peripheral pulse. CPR and resuscitation efforts began and continued for an hour. A second sheath was inserted but the wire could only be advanced to mid-abdomen level. A dye shot was done and the radiologist said they were not in the artery. A vascular surgeon was called. In the catheterization lab a cutdown of the right common femoral, superficial femoral and profunda arteries was performed. The vascular surgeon's report stated that "there was a small hematoma at the femoral site and a small hole. The small hole was repaired, unknown if the hole was at the perclose site, as there had been an attempt to insert another sheath during the resuscitation efforts. The artery was intact. Upstream there was no hemorrhagic event visible. Did not enter into peritoneal space." Blood was transfused, but the amount was unknown. The case started at 1130 and the patient was pronounced dead in the catheterization lab at 1400. The total resuscitation time including the cutdown was 2 hours.